Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeu2347showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed on (B)(6) and cxr was taken for other reasons, PICC had blood return and was flushing. Radiologist noticed the PICC had looped back on itself in the svc by about 2 cm¿s. Nurse went up to pull the PICC back 2 cm¿s to see if it would allow for the tip to drop. There is concern about PICC still being bent. Again, PICC still working fine after pull back, however this didn¿t seem normal to the nurse. No patient harm. They are still waiting to see if they are going to pull the PICC or leave it in? Waiting on docs orders.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter was looped back on itself is confirmed but the exact cause remains unknown. Two radiographic images were provided for evaluation. One image appears to show the distal end of a catheter. A slight curve is visible in the distal end of the tip. The second radiographic image appears to also show the distal end of a catheter. The catheter appears to be curled back on itself. A measurement on the image showing the length of the affected catheter segment is present. The measurement indicates 20.3mm. Based on the description of the reported event and radiographic images provided, possible contributing factors include placement location, securement method, and manipulation of the catheter during use. Since the catheter appeared to be curved in the images, the complaint is confirmed but the exact cause remains unknown. The product instructions for use precautions state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported the PICC was placed on saturday the 19th and cxr was taken for other reasons, PICC had blood return and was flushing. Radiologist noticed the PICC had looped back on itself in the svc by about 2 cm¿s. Nurse went up to pull the PICC back 2 cm¿s to see if it would allow for the tip to drop. There is concern about PICC still being bent. Again, PICC still working fine after pull back, however this didn¿t seem normal to the nurse. No patient harm. They are still waiting to see if they are going to pull the PICC or leave it in? Waiting on docs orders.